Event description:
Per the surgeon, it was determined that the electrode array was not positioned optimally within the cochlea, resulting in a decision to explant. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
Femoral artery avulsion d/t calcium deposit. Possible device relation, resolved.